Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: visual inspection: the used clip cassette, pl475su (involved component), was received in an empty condition. No visual deviation could be detected. The clips were no longer contained, therefore functional testing could not be performed. The leading component (pl809r) was not provided for investigation. Batch history review: due to the fact that no lot number was provided, initiially a review of the device history records for the complained device was not possible. Aesculap ag was able to identify six batches that were delivered to the customer. This concerns the batches 52780860; 52794452; 52803139; 52821764; 52832211; 52846995. The device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specifications valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: without the product (leading component), a conclusion or root cause for the reported issue could not be determined. The provided complaint sample (involved component) did not provide any helpful information to help define a root cause. There are no hints for a material or manufacturing problem. If further investigations are required, the product should be provided for examination. Based upon the investigation results, a CAPA is not required.

Event description:
Involved components: pl475su - ds-single fire lig.clip xl w/latch - lot 52787202.

Event description:
It was reported that there was an issue with the product pl809r - ds-single fire lap.applier xl 12/310mm. According to the complaint description, the clip detached from the applier after being inserted into the abdominal cavity. The clip was removed from the abdominal cavity and another clip was used. This event occured during a laparoscopic cholecystectomy. Additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: pl475su - ds-single fire lig.clip xl w/latch - lot 52787202.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.